Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that nothing was working. The ins was not doing anything. The patient felt no stim and the device has no power. The patient tried charging and the ins was not taking a charge and had no coupling bars. The patient could not adjust with the programmer. The recharger showed a reposition antenna screen. The patient said the ins had a quarter battery when it was implanted. The patient said sometimes she is able to connect, but there are no coupling bars. The patient said when they put it in at first it worked, but after she got home and tried to adjust it wouldn't do anything. The ins would not communicate with an external device. The patient was redirected to her hcp and the patient said she has an appointment on (B)(6) 2019. The patient mentioned that she has an unrelated surgery on (B)(6) 2019, and it is an endoscopy and CT scan. Conflicting information was then offered as the patient said she needs to adjust stim for the procedure because otherwise stim is too high and it will look like she is going through motions. It was reviewed the ins needs to be off for the procedure and the patient said they never turned it off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient on 2019-jan-20. It was reported that the patient was given the wrong patient programmer (pp) for their new implantable neurostimulator (ins) that was implanted on (B)(6) 2018. The patient was implanted with a 37751 ins but was given the pp manual 97740 that was not helpful in any way. The patient also reported that they were having trouble getting the battery to charge and was just running on a very small line showing charge. They had no way of knowing how to use the new ins that was implanted. In the end, the patient received instructional videos and was directed to contact their healthcare professional (hcp) if they continued to have difficulties with recharging. It was reviewed that the patient received the right controller. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from a consumer regarding the patient on 2019-feb-26. It was reported patient had ins replacement due to normal battery depletion. Patient stated getting the most 1 coupling bar, the site was well healed, she could fell the outline of the device fine, not tilted. Patient had tried multiple different position, laying on it with the belt at home. Patient was not getting any coupling bars in office and only 1 coupling bar at home. It was reviewed position antenna over ins, poor coupling, reposition antenna was not resolved. It was noted patient had no access to another recharger or to charge ins. It was mentioned physician indicated the ins did not appear deep. There was out of box failure reported. The patient was sent a replacement recharger to try and resolve the issue. No further complication and no symptoms were reported. Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient has shocking and recharging issues and the health care provider was going to potentially replace the extension/lead, but for sure the implantable neurostimulator will be replaced. These issues had been occurring since implant. It was reported that the patient was getting ¿zinging¿/shocking in the back that occurs right after she charges, and when she moves positions. No specific position was noted to trigger this. They tried reprogramming on (B)(6) 2019, but when they turned stimulation off, the patient¿s pain came back, and the patient elected not to have programming done. The zinging seems to correspond with the most recent implantable neurostimulator replacement. Impedance readings were normal with readings between 600-700 ohms. The patient is not using adaptivestim. Additionally, it was noted that the patient had been having difficulty with recharging since implant. The patient was not getting more than two coupling boxes. The recharging statistics showed that the average coupling was two bars and the average recharge time was 2.2 hours. The patient charged twice on (B)(6) 2019 and once on (B)(6) 2019 between 1.2-2.2 hours and ended at 50% charge. The charge does not get greater than 80%. The patient had a CT scan done in march and the implantable neurostimulator did not appear flipped. It was noted that the bottom part of the battery was too deep. The patient had lost 12 pounds since (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
Notified date should be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins "would not hold 50%", the ins was not working properly, there was a failure of the ins so the patient had the ins replaced. No further complications were reported/anticipated.